Manufacturer narrative:
An internal biomérieux investigation was performed. The customer no longer had the eeq isolate to submit for further evaluation. Conclusion on the system: the system was operational during the test (fine tuning acceptance criteria were in conformance and system was stable). The customer's spot preparation was not optimal (the "all peaks number" from the calibrator strain is heterogeneous). Conclusion on the identification: regarding the information provided, the most probable identification is actinobaculum schaalii (external quality control). Suspected cause of the issue : non optimal spot preparation, possible cross contamination between spots, as the customer had reported that on the same acquisition group there was a pseudomonas aeruginosa. It is not possible to confirm these hypotheses as the strain is no longer available to perform further investigation.

Event description:
A customer in (B)(6) notified biomérieux of misidentification results when testing an eeq sample with the vitek® ms instrument (ref (B)(6)). Vitek ms obtained pseudomonas aeruginosa 99.9%, but the expected result was actinobaculum schaalii. The customer did report that there was a patient strain of pseudomonas aeruginosa in the same acquisition group. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health.